Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced issued with the infusion set in the form of bent cannula, which was noticed after removing it. Prior to hospitalization, she self-treated with a bolus from the pump. Reportedly, the blood glucose was 1004 mg/dl and she experienced diabetic ketoacidosis, which led to hospitalization. She received intravenous insulin drip which resolved the issue. The infusion set was used for one day. She was admitted for two days. She stated that she was now on cardiac medicine after the hospitalization. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.